Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the endoscope controller (ec). The system was verified and ready for use. The ec involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had repeated errors occurred across multiple endoscopes over several days. No known impact or patient consequence was reported. At this time, it is unknown whether the procedure was completed using the original configuration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscope controller (ec) to perform failure analysis. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. During visual inspection, no damage was observed on the exterior and interior of the unit. Fa observed no physical damage to the endoscope receptacle. During testing, failure analysis observed that the right power supply fan was not spinning, pointing to a bad power supply. The unit was installed in the golden system where it was programmed successfully and functioned as expected. All nodes were present. The image was clear on the vision side cart (vsc) and surgeon console controller (scc). The leds on the ecpd (endoscopic controller power distribution) and dcib (dual camera interface board) were present. The system was set to run 10 power cycles. After testing, the error logs were investigated, and no errors were found related to the reported event. Additionally, fa found errors 417 and 1154. These errors pointing to a fault in one of the power supplies. The probable root cause could not be definitively established from the failure analysis findings/results.

Event description:
Refer to h11 for follow-up information.